Manufacturer narrative:
No motor movement alarm during the rewind test due to broken off motor slide. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported via phone call that the insulin pump received error alarm. The customer¿s blood glucose level was unknown. The customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.